Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent shoulder surgery. A lead integrity alert (lia) had triggered that occurred during the same time frame as the surgery. The implantable cardioverter defibrillator (ICD) was checked and found to have oversensing of cautery during the surgery. The patient underwent isometrics and found no issues with the device and could not reproduce any noise. The device remains in use. No patient complications have been reported as a result of this event.